Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis revealed that the upper and lower cases and the side bail covers were broken, the ring cover, battery drawer and output connectors were contaminated, the lead flex cover was corroded, the battery contacts were compressed, the serial number label was torn and the heart lead flex was out of specification (electrical shorted diode). (B)(4).

Event description:
The external pulse generator was returned for its annual test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the heart lead flex. This analysis found that the out of specification ventricular output was caused by a diode component failure.